Manufacturer narrative:
The information provided was incomplete with the initial report. The complete information has been provided with this report.

Manufacturer narrative:
Unit received with unresponsive esc and act button due to unlocked lcd connector. Unable to perform functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, selftest, unexpected restart error test, displacement test or verify failed battery test alarms due to keypad anomaly. Unit received with cracked case at the display window corners, display window and battery tube threads. Unit received with minor scratched display window and case.

Event description:
The customer reported via phone call that their insulin pump had a keypad anomaly. The customer's stated their blood glucose value was 115 mg/dl. The customer stated the insulin pump would not leave a certain screen. Customer replaced the battery but did not work. The customer also mentioned they had a failed battery test and having a low blood glucose level. The "low" was the same blood glucose level documented (115 mg/dl). The customer was advised to discontinue use of the pump and revert to a back up plan.